Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an infection. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an explant procedure due to an infection. No further information could be obtained despite good faith efforts.additional information was received that the patient had an infection that was caused by a non boston scientific device. All device components were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7085627. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7085975. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 26210249. UDI: (B)(4).